Event description:
It was reported that during a cartridge change, the user could not observe drops when priming for 90 units and, after completing the change process and removing the cartridge, a leak from the cartridge was confirmed. Symptoms included no reported blood glucose impact. Outcomes included no reported clinical sequelae or need for medical intervention. Investigation included customer troubleshooting and coaching on proper change steps, including limiting fill volume to 180 units, rewinding the pump before installing a new cartridge, and connecting the cartridge correctly. Investigation of this case revealed a leaking cartridge during setup, consistent with a device component leak of the fluid path and potential user handling error during fill and installation. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cartridge preparation and installation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.